Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed cut silastic overmold at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration between some electrical components. The failure of this device is attributed to a short from a power node to the electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. In addition, this device had moisture content that exceed the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding explant details will not be provided. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has not followed up regarding revision surgery. The recipient is believed to have experienced an in-situ failure. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.